Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up, the programmer user interface froze. The user could not remember what action he did before the freeze occurred.